Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported self test error; the device passed incoming functional test. Analysis found the battery contacts were contaminated and the battery drawer was damaged. It was noted the ring and bail attachments were missing.

Event description:
It was reported the epg (external pulse generator) displayed a self test error. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.